Event description:
A surgeon was unable to unfold one haptic following insertion of the intraocular lens (iol). As a result the optic pushed forward. The iol was left in place and eight days later the surgeon successfully unfold the haptic and recentered the lens.